Event description:
Customer stated that they received a recall notice regarding scrolling issues with the insulin pump. It was confirmed that the customer's insulin pump was part of the recall. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).